Manufacturer narrative:
The ventilator was returned to the customer without service at the request of the customer.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The evaluation findings are based on device testing that was performed at the manufacturer's product investigation laboratory and review of the device event and patient data logs downloaded from the device. The ventilator passed all testing during evaluation and was found to operate and alarm as designed. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The suspected day of the event is (B)(6) 2017. On (B)(6) 2017 the event logs indicate the device was only powered off and on and the ac power cord was disconnected from an ac power source. No alarms or events that indicate a malfunction or failure to deliver therapy occurred. The patient logs include waveform data. The waveform data indicates the patient ceased spontaneous breathing at approximately 09:00:00 utc on (B)(6) 2017. The ventilator continued normal function until it was manually powered off at 17:35:47 utc on (B)(6) 2017. Based on testing and review of the ventilator's downloaded event and patient logs, the manufacturer concludes the device operated as designed and did not cause or contribute to the reported event.